Manufacturer narrative:
Other applicable components are: lead product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for non-malignant pain. It was reported that the patient had just charged their implantable neurostimulator (ins) one night, and it was already discharged the next day. The rep explained that the patient had been sent to their surgeon for evaluation of their leads that had moved, to consider revision. The rep met the patient there and attempted to interrogate the ins for reprogramming and an impedance check, but the battery could not be interrogated. The rep found the battery to be discharged, to the patient¿s surprise. The rep had the patient charge again over the weekend, and keep a record. The patient¿s wife reported that the battery was charged to 50%, and then depleted within hours. It was noted that the patient¿s wife kept turning on the stimulation. The rep asked the patient¿s wife to charge the ins, but leave the stimulation off until they meet with the patient on (B)(6) 2017 for further battery evaluation. It was noted that the patient had a fall several weeks ago. The patient was to have a revision done on (B)(6) 2017. No further complications or patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding the patient. It was reported that the patient was charging too often; 2-3 hours every other day. They noted that the patient was recently reprogrammed with increased parameters. The patient stated that this issue started (B)(6) which is also when they had switched to high density (hd) settings on group b. The rep stated that the patient had a fall in (B)(6) as well, however, diagnostics don¿t reflect any impedance issues that may be related. The rep was able to check the patient¿s recharging statistics. According to the patient¿s wife, the patient uses the device mostly all the time. The caller stated that electrode impedances look reasonable to them; >300 ohms. Patient services noted that the charge frequency seems reasonable based on hd settings. The rep also confirmed the hd settings would only last 0.8-0.9 days, which was in line with the programming. They stated that there is no real need for the implantable neurostimulator (ins) to be replaced at this time, but the patient will be converted to a paddle lead for stability and lower energy requirements. They noted the cause of the ins discharging rapidly was due to high energy consumption. No further complications were reported.